Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. As the device was not returned for analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a buildup of procedural contaminants (blood, contrast) on the guide wire resulted in the reported physical property issue (feel sticky); thus resulting in the reported difficulty to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 0.014 traverse guide wire referenced will be filed under a separate medwatch report number. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unspecified procedures, resistance was met when advancing and removing balloon dilatation catheters from 0.014 traverse and 0.014 hi-torque traverse guide wires and the guide wires feel sticky. There were no reported adverse patient effects or reported clinically significant delays in the procedures. No additional information was provided.